Event description:
It is reported that the pt was revised due to knee pain.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. The device history records for the femoral and tibial components were reviewed, indicating the device was manufactured, inspected, and packaged to spec. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.